Manufacturer narrative:
Evaluation summary: during product evaluation, a pump with a condition of "stop button that does not work on the pump head module keypad" was discovered. Inspection of the device revealed the condition was caused by an inoperative pump head module (phm) keypad. The phm keypad was replaced to address the condition found during service. The pump was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.

Event description:
A baxter service tech reported finding a colleague infusion pump with a condition of "stop button that does not work on the pump head module keypad." This event occurred during product evaluation. There was no pt injury or medical intervention necessary. No additional info is available.